Event description:
Discordant, falsely low sodium results were obtained on nine patient samples on a dimension vista 1500 instrument. The initial results were reported to the physician(s). The samples were rerun on the same instrument and on an alternate instrument, and the results matched. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse performed a power flush of the integrated multisensor technology (imt) module and replaced a sensor chip and pump tubing. The cse then performed an advanced clean. Quality controls were run, all of which were within range. The cause of the discordant, falsely low sodium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.